Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got air bubbles in reservoir. Customer blood glucose level of was 78,120,220 mg/dl was at the time of incident. The troubleshooting was assisted for the air bubbles. The product will not be return for the analysis.